Manufacturer narrative:
Device eval: one used suspect device was returned for eval. The device history record was reviewed and found no related exception documents. A f/u report will be submitted when the eval has been completed.

Event description:
The user reported that while removing the wire through the needle during a nephrostomy procedure, the wire was cut and a 2mm portion of the distal end remains in the pts kidney. The physician determined removal was not necessary. No harm or injury was reported.